Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was observed to be externalized. The lead is functioning as normal. The lead will continue to be monitored via home monitoring. The patient condition is stable.